Event description:
Caller reported a cgm error, which was identified as error 42, involving the g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive guidance on performing a pump reset, which the caller executed successfully. After the reset, no further error codes appeared, and the sensor session was started without issues.